Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user came to the clinic on (B)(6) 2021 reporting that her speech intelligibility and hearing with the device has been affected for the last 2-3 months. Re-implantation is considered.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user came to the clinic on (B)(6)2021 reporting that her speech intelligibility and hearing with the device has been affected for the last 2-3 months. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is plausible. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user came to the clinic on (B)(6)2021 reporting that her speech intelligibility and hearing with the device has been affected for the last 2-3 months. The user has been re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user came to the clinic on (B)(6) 2021 reporting that her speech intelligibility and hearing with the device has been affected for the last 2-3 months. Re-implantation is considered.